Manufacturer narrative:
A siemens field service engineer (fse) and a field application specialist (fas) were sent to the customer site. Full precision testing was performed on the advia centaur xp s/n (B)(4). The instrument performance was assessed as extremely good. An audit of the affected samples revealed significant likelihood of sample integrity issues with specimen collection tubes used in these instances at the customer site. The cause for the discordant advia centaur xp troponin ultra results between replicates maybe attributed to sample integrity issues with the sample collection tubes used. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur xp troponin ultra (tni-ultra) results were obtained on a patient sample when run in duplicate. The patient sample was repeated on the same instrument and the results were discordant. One replicate was positive and the second replicate was negative. The patient sample was repeated on the alternate advia centaur xp and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.